Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. There were no quality related notifications during the manufacture of this lot number that would contribute to this defect. 20 retention samples were draw tested and none were found to be out of specification limits. There was no leakage observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube overfilled and blood seeped between the two walls. No injury or medical intervention reported.